Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected to be used. The patient was snoring when the valve of the watchman fxd curve access system sheath was opened to insert the watchman flx closure device. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred and neither the medical staff nor the support team noticed any air embolism. Post procedure, the patient did not wake up. A computed tomography scan showed that there was air in the patient's brain.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.